Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her son was hospitalized due to high blood glucose on august 8,2018. The customer's current blood glucose was 400 mg/dl,387 mg/dl,500 mg/dl,70 mg/dl,170 mg/dl,251 mg/dl,55 mg/dl. The customer did experienced the symptoms such as vomiting. The customer was treated by bolus with pump and insulin drip. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will be returned for analysis.